Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) of 40 mg/dl at the lowest. Reportedly, customer discussed adjusting pump settings with a healthcare provider. Customer declined providing additional information regarding the event.